Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was determined that the reported failure to advance and treatment with medication(s) appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a free perforation in the tortuous mid right coronary artery, which was distal to a lesion. The graftmaster stent graft delivery system had difficulty advancing due to resistance with the patient anatomy and was not implanted. The perforation was successfully treated with reversal of anticoagulant medication and the patient did not need to go to surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.